Event description:
It was reported that when the patient tried to use the wireless recharger (wr) it worked for a moment then all the lights turned off and did not come back on until the patient touched the prong on the blue side of the charger and it started again. The patient said they normally leave the charger on dock all the time and all 3 lights fill up, they are all 3 on now. The patient checked the ac power block, cord and dock, and reported the green light is on the dock, they are using the correct cord, the contacts on the dock and pins on charger look fine. The patient tried to start a charge as they normally do and the handset found the charger, but when they put the charger on their implantable neurostimulator (ins), the beeping stopped and descending tones were heard then 3 quick tones, like the patient had turned it off. Patient confirmed they had turned the charger off by pressing the power button. The patient tried again to start charging and they were successful to connect, the issue did not reoccur. Patient services asked the patient to use the communicator to check their status and the ins was on/ok, the ins battery level was 75%. The patient tried again to use the charger while using the charger app, the handset found the charger but when the charger was placed on the ins descending tones were heard and pt reported: device not found. They restarted their equipment (charger/handset) and tried again, they were successful to connect to recharge the handset showing the ins was 75% charged. The equipment was working as expected. The patient called back to report the wr was still not powering on, the green battery indicator lights go out. An email was sent to repair to replace the wr. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis was performed on [product ID: wr9200, serial/lot #: (B)(6)] analysis found that recharger showed thor 2702 service code and thor 2113 service code. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.